Event description:
It was reported that the infection was resolved.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3708660, serial# (B)(6), implanted: (B)(6) 2019, product type extension, product ID 3708660, serial# (B)(6), implanted: (B)(6) 2019, explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387-40 lot# va1tzq6 2021-08-14 product type lead product ID 3387-40 lot# va1tzq6 explanted: (B)(6)2021 product type lead product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2021 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2021 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6)2021, during the follow-up with the patient that during the spring festival in 2020, the patient's scalp was accidentally scratched due to a haircut, which led to infection at the lead. (B)(6)2021 the patient was hospitalized. Later, it was discovered that the extension behind the ear had repeated nodules, and then on (B)(6)2021 all implanted products were explanted in this hospital. The doctor now recommended the patient rest for 3-6 months first, and then decide whether to re-implant the product after the patient recovers.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3708660, lot#/serial#: (B)(6), implanted: (B)(6) 2019, product type: extension. Product ID: 3708660, lot#/serial#: (B)(6), implanted: (B)(6) 2019, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the leads had also been infected and the patient would have surgery on (B)(6) 2021 to have them removed. The extensions were also already removed but not replaced until the infection resolves. The leads would be re-implanted at that time too. The patient was currently being observed in the hospital.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown explanted: (B)(6)2021 product type lead product ID neu_unknown_lead lot# unknown explanted: (B)(6)2021 product type lead product ID 3708660 lot# serial# (B)(4) implanted: (B)(4)2019 explanted: (B)(6)2021 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2021 product type extension correction to show explant dates and coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387-40 lot# va1tzq6 explanted: (B)(6)2021 product type lead product ID 3387-40 lot# va1tzq6 explanted: (B)(6)2021 product type lead product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2021 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2021 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), product type: extension, product ID: 3708660, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-jan-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 22-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had redness near their extensions at the beginning of 2021. Later conservative treatment was performed. Now due to the worsening of the situation the extension was found to be infected and unable to be used normally. The patient returned to the operating hospital on (B)(6) 2021 and expected to have another surgery to replace with two new extensions. The patient was currently in the hospital for observation.